Manufacturer narrative:
(B)(4) the device has not been returned for investigation.

Event description:
Clinician opened tray to use the epidural to find the medication vials already broken with no liquid in them.

Event description:
Clinician opened tray to use the epidural to find the medication vials already broken with no liquid in them.

Manufacturer narrative:
Qn# (B)(4), a device history record review was performed on the kit and ampules with no relevant findings. The customer reported broken ampules in the kit. The customer returned one opened kit which contained the saline solution and lidocaine ampules broken for investigation. The ampules were visually examined with and without magnification. Visual examination of both ampules revealed the ampules are broken at the score line. A corrective action is not required at this time as it cannot be established at what point the ampules were broken. The reported complaint of broken ampules was confirmed based upon the sample received. The saline solution and lidocaine ampules were found to have broken at the score line. A device history record review was performed on the kit and ampules with no relevant findings. However, since it cannot be established at what point the ampules were broken, the potential cause of this complaint could not be determined. No further action is required at this time.